Event description:
Report rec'd from abbott international affiliate (abbott canada) of a pt becoming dizzy while the device was in use. The report states: "pca demands 1, injects 4. Pt rec'd 120mg over 1 hour. Pt complained of dizziness and dr. (Anesthetist) was notified." The pump settings and medication being delivered were not reported. Add'l info was requested; however, no further info was provided.